Event description:
It was reported that the patient was experiencing discomfort at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was repositioned for better comfort. The issue has reportedly since resolved.

Event description:
It was reported that an scs ipg revision may be pending for the patient. No further information is known at this time.